Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's nurse reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer's nurse stated that the device had blank screen which continues after several battery change and they feel very insecure about the device. The customer was advised that he device would be replaced.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, and cracked belt clip slot.